Event description:
Two 30 degree 5mm laparoscopes broke during procedure. Due to heavy abdominal wall and angle of use, the scopes apparently cracked. Neither scope was usable after 10 minutes of use.